Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested; no leak was found. The cylinders were pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. This wear would not affect the functionality of the device. The product record review indicated reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient had a surgical procedure to remove his inflatable penile prosthesis(ipp) device due to the device no longer working after seven years. The physician attempted to pump device but bulb would flatten and not pull fluid from reservoir. Upon removal, no breaks or holes were visible. No patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to remove his inflatable penile prosthesis(ipp) device due to the device no longer working after seven years. The physician attempted to pump device but bulb would flatten and not pull fluid from reservoir. Upon removal, no breaks or holes were visible. No patient complications were reported.